Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was incorrectly calculating their boluses; the insulin pump would not compute the active insulin in their body. The patient's blood glucose at the time of call was 120 mg/dl. During troubleshooting, it was found that the blood glucose value and carbohydrates were entered correctly; however, the insulin pump did not make the correct calculations based on the information entered. The insulin pump will be returned for analysis.